Event description:
It was reported that the customer had unexplained high blood glucose. Customer went to the emergency room twice and was hospitalized due to high blood glucose both of the times. Customer's blood glucose reading at the time of hospitalization the first time was over 400 mg/dl, the second time the blood glucose reading was 478 mg/dl. Caller stated that the customer had abdominal pain and was vomiting both of the times prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with scratched display window.